Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure. The customer reported that the user was not able to remove/issue medication to the patient during the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that the drawer could not remain closed. Upon inspection of the rear, it was discovered that the latch was hanging due to a sheared-off screw. A field service engineer replaced screws in latch door closed and function properly. The system functioned as intended after the field service engineer troubleshot the device.